Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the device confirmed driveline damage. Following the reported transplant, the pump was returned with the driveline cut approximately 3.5¿ from the pump housing and the distal portion was not returned. No damage to the outer jacket was observed. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the bionate and underlying metal shielding did not reveal any signs of damage. High potential testing confirmed current leakage adjacent to the pump housing. Visual examination of the wires revealed an insulation breach on the green wire adjacent to the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. No other insulation breaches were identified, however, the driveline was not entirely returned. If exposed conductors from the damaged green wire made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could've resulted in a low speed or pump stop event, however, it alone would not have contributed to the events captured in the log file as these events occurred while the system was connected to the 14v batteries. Evaluation of the replaced portion of the driveline, from the repair prior to the transplant, did not reveal any issues that would have contributed to the events captured in the log file.the heartmate ii instruction for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The replaced portion of the driveline and the explanted pump were received. The evaluation is not yet complete.

Event description:
Additional information was received transplant on 20nov2018 indicating the patient was listed for transplant. The patient's status was elevated due driveline issues.

Manufacturer narrative:
Patient's weight not provided. Approximate age of device ¿4 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had pump stoppage events while connected to battery power. Log file analysis confirmed pump stoppage events and speed drops. On (B)(6) 2018 the patient had a external driveline repair. The external portion of the driveline was repaired without issue. The patient was placed back on a grounded patient cable and no further alarms were reported. Damage to the outer jacket was identified through the returned driveline evaluation. The patient was upgraded to a status 2. It was reported the patient experienced pain along the driveline track. On (B)(6) 2018, the patient experienced additional pump stoppage events and remained admitted due to device malfunction. There were no reported breaches found in the evaluated driveline thus concluding the area responsible for the pump stoppage events to be internal. No further information was provided.